Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the probe broke off at 15.5 mm from the distal end. There were scratches around the broken point. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user output the device contacting with something hard, besides the probe was broken when the probe received a load. The instruction manual of the subject device already warns; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
During a procedure of a laparoscopic assisted distal gastrectomy, the subject device was used. In the procedure, the probe of the subject device broke off and fell off inside the patient when the subject device was output. The fragment was retrieved. The procedure was completed with another thunderbeat. There was no patient injury reported.